Event description:
Caller alleged discrepant results compared with the lab. Results are as follows: patient 1, date: (B)(6) 2013; inratio: 4.1; lab: 6.3. Patient's therapeutic range 2-3. Tests performed within minutes of each other. Patient was in the hospital a few weeks ago, reason unknown.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Observations discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date on (B)(6) 2013, inratio meter = 4.1, reference = 6 .3, mean = 5.20, confidence limits = na. The mean of the inratio meter and comparative system inr were calculated. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0. These results are considered accurate within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date on (B)(6) 2013, 1st inr = 6.6, 2nd inr = >7.5, mean = na, sd = na, %cv = na. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing. (B)(4). Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests for patient 1 revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing. No %cv could be established for patient 2. No reference value was provided. Unable to determine accuracy of inratio result. Root cause could not be determined with the information customer provided. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. Retained strip test history has been reviewed. All test result comparison has been met product performance. (B)(4). No further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not required at this time.